Event description:
Following a diagnostic procedure an angio-seal device was placed and hemostasis was successfully achieved. However, upon ambulation several hrs later, hematoma formation was noted. The pt was returned to bed; manual pressure followed by femostop device placement (30-60 minutes) achieved hemostasis. The pt remained in the hosp overnight for monitoring, but was discharged home the next day without further diffculty or sequelae.